Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Leaking under dressing between wings and "0" marking. Removed by (B)(6).

Event description:
Leaking under dressing between wings and "0" marking. Removed by (B)(6).

Manufacturer narrative:
We received one used catheter as a faulty sample. The sliding clamp of the returned catheter was missing. Organic residue, as well as dried solution residues, was visible between the 18 cm and 19 cm markings. The attempt to flush the catheter with water was unsuccessful; however, a leakage was observed directly at the junction between the catheter tube and the extension line. Microscopic examination revealed a tear at this junction. The fracture surface was very rough, and stress whitening was also visible, indicating excessive bending and tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. The IFU also states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter to prevent kinking of the catheter if the patient flexes or bends the arm. Do not bend the catheter or the extension line permanently to avoid damage to the catheter. Do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and was released. Each catheter undergoes flow and leak testing, and the tensile force and dimensions of the catheter and set components are randomly checked during production. A review of vygon USA's complaint data indicates that four additional complaints were reported for lot 23j012d, all of which were determined to be unrelated to manufacturing issues. A review of vygon USA's complaint data indicates that four additional complaints were reported for lot 23j012d, all of which were determined to be unrelated to manufacturing issues. Corrective action: since the catheter worked well for 62 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. As a result, no further corrective action was initiated by quality management at this time. Furthermore, the customer used the catheter well beyond the intended use period, which is specified in the IFU as up to 29 days. We recommend following the intended use as specified in the product IFU.